Event description:
It was reported that there were concerns on this pacemaker behavior. Technical services (ts) assessed the electrogram (egm) and identified functional and true right ventricular (rv) undersensing. Additionally, some ventricular tachycardia (vt) events were observed, with rates above 250 bpm, also accompanied by undersensing. Ts recommended further evaluation in the clinic for additional assessment. At present, there is no immediate impact on the patient. This system remains in service.